Event description:
It was reported that the implant detect function of the implantable cardioverter defibrillator (ICD) had not completed. Resulting in in no diagnostic data being available. The implant detect function was programmed off manually and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products (cont) 1388tc competitor implantable pacing lead 2006-(B)(6); 1388tc x2 competitor implantable pacing lead 2006-(B)(6). (B)(4).